Event description:
It was reported that the lead 'failed to implant'. The lead was not implanted and there were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. All conductors were distorted and there was blood/body fluid on the distal conductor. Implant damage was noted. The full lead was returned and analyzed.